Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor did not last as long as it should have and that she received a change sensor alert before the end of its life. She stated that this alert occurred after initialization and after a second consecutive calibration error alert. The blood glucose reading was 122 mg/dl, and the sensor's reading showed 40 mg/dl. Customer also had issues with uploading her data to carelink. Nothing further was reported.